Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive four to five times per day over about a month, which at times prevented meal announcements and was associated with a blood glucose of 387 mg/dl. Symptoms included hyperglycemia and headache. Outcomes included no lasting health consequences and a delay to therapy due to inability to announce meals. Investigation included communications and interviews with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with a key or button not working, associated with the switch component of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.